Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(6), implanted: (B)(6) 2010, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (25 mg/ml at 9.7 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. The patient's history included a fall off of a 3 story roof in 1995. On (B)(6) 2015 ,it was reported that a pump alarm was heard, but not confirmed by telemetry. The patient had called the hcp and told her that the pump had been alarming for the past 2 days and believed it had been alarming every 10 minutes. The patient was away from home. The patient was going to be instructed to go to the ER (emergency room). Additional information was received from the patient on (B)(6) 2013 and it was reported that telemetry confirmed a critical alarm was occurring. Initially the patient didn't realize the pump was alarming. Before he left home, on (B)(6) 2012, a weird noise started to appear in his house and they looked everywhere; they tore the house apart and could not find the noise. On christmas day, when his son was sitting next to him in mass, he said to him on the way out of church that the odd noise was him. It then dawned on him that somebody had told him that the pump could make odd noises and the odd noise was going off every 10 minutes. After listening to the alarm sounds, the patient stated the he never heard the non-critical alarm; he only heard the critical alarm. The pump was alarming because it was dry. Normally the patient had his pump refilled every 97 days. He thought his last refill date was (B)(6) 2012. He received and email from his hcp¿s office stating that his next refill appointment was scheduled for (B)(6) 2013. He knew it wasn¿t right so he left a message with the doctor and never got a call back. The patient was having more pain related to the event. He had pain in the top of his neck down to his lower lumbar. He had continuous pain, but the pump usually helped to take the edge off. The patient lived with so much pain that he took 14 different medications 4 times a day plus his pump. On (B)(6) 2012, he contacted his hcp for guidance. No nearby hospitals wanted to help him. A company representative assisted him in finding a hospital on (B)(6) 2012 that could assist him by prescribing oral medications. They could not refill the pump, but gave him a prescription to take the edge off until the pump could be refill; he didn¿t know the name of the medication. The pump was interrogated and the hospital was given the print out. He also had his printout from his last refill in (B)(6) 2012. He ended up going back home on (B)(6) 2012 and was able to get his pump refilled. He was ¿up and running fine¿ and his next refill was (B)(6) 2013. Additional information was received from the patient on (B)(6) 2016 and it was reported that when his appointment was not scheduled and he missed a refill he was not feeling well.